Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Low bg was treated with intervention by customer's spouse, who provided carbohydrates for customer to consume. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.